Event description:
Medtronic received a report that the pipeline got stuck in 2 catheters. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 8mm and a 6mm neck diameter. The landing zone was 4.3mm at the distal end and 4.5mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dapt was administered. The angiographic result post procedure was blood retention in the aneurysm. No patient symptoms or further complications were reported as a result of this event. It was reported that for aneurysm embolization, the catheter marksman was selected, deployed the ped. After the catheter was in place, the stent could not be pushed out, and after many attempts, the stent could not be pushed out. The shapeable microcatheter was replaced, but the stent still couldn't be pushed out, and it was stuck in the catheter. The whole system was withdrawn and another catheter was replaced, and the operation was successfully completed.  The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU. The catheters were flushed as indicated in the IFU. Additional information received reported that the resistance was in the middle of the catheter. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Analysis #(B)(6): equipment used: video inspection system ((B)(6) ), ruler ((B)(6) ), camera (panasonic lumix dmc-zs5), 0.0265¿ mandrel as found condition: the pipeline flex device, marksman micro catheter and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The pipeline flex braid was already deployed and returned unprotected within the same pouch. Visual inspection/damage location details: (marksman) no flash or voids molded were found within the marksman micro catheter hub. No damages or anomalies were found with the marksman hub. The marksman micro catheter body was found slightly flattened at ~5.5cm from the distal end. No damages or irregularities were found with the distal tip or marker band. (Phenom-27) no flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the phenom-27 hub. The phenom-27 micro catheter body was found slightly flattened at ~6.1cm from the distal end. No damages or irregularities were found with the distal tip or marker band. (Pipeline flex) no damages were found with the pipeline flex proximal pusher. The hypotube was found stretched and ptfe shrink tubing was found undamaged at the same location. No damages were found with the proximal bumper, resheathing pad, or pad restraint. The distal delivery wire was found broken between the resheathing pad and the dps sleeves. The distal segment (including the dps sleeves, dps restraints and tip coil) was not returned for analysis. One braid end was found fully opened, flattened, damaged, and frayed. The other braid end was found fully opened, damaged, and frayed. Testing/analysis: (marksman) the marksman micro catheter total length was measured to be ~159.4cm and the usable length was measured to be ~151.8cm, which is within specification (specification: total (ref) = 157cm ± 3cm; usable = 150cm ± 3cm). The inner diameter was measured to be 0.0265¿ at the proximal end and 0.0270¿ at the distal end, which is within specification and compatible for use with the pipeline flex (specification: 0.027¿ ±0.001¿). The catheter was then tested by running an in-house 0.0265¿ mandrel into the marksman hub, through the catheter body and exited the distal tip with no resistance encountered. (Phenom-27) the phenom-27 micro catheter total length was measured to be ~159.4cm and the usable length was measured to be ~151.8cm, which is within specification (specification: total (ref) = 157cm ± 3cm; usable = 150cm ± 3cm). The inner diameter was measured to be 0.0265¿ at the proximal end and 0.0270¿ at the distal end, which is within specification and compatible for use with the pipeline flex (specification: 0.027¿ ±0.001¿). The catheter was then tested by running an in-house 0.0265¿ mandrel into the marksman hub, through the catheter body and exited the distal tip with no resistance encountered. (Pipeline flex) the pipeline flex device could not be used for resistance testing as the braid was already deployed. The broken deli very wire was sent out for sem testing. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ was confirmed as the damages found with the pipeline flex device is consistent with resistance. Possible causes for resistance are damage to the braid or pushwire, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Customer reported patient vessel tortuosity as moderate, and devices were prepared per IFU. The hypotube was found stretched, the distal wire was found broken and braid was found damaged. It is likely these damages had occurred due to attempts to advance/retract the device against the reported resistance. Sem report: ¿the broken end failed via torsional overload.¿ no resistance was encountered during in-house resistance testing with the two returned micro catheters. The micro catheters were both found slightly flattened at about the same locations, indicative of potential issues with resistance or the patient vessel tortuosity at that location. However, the damages to the micro catheter did not contribute towards resistance during in house testing. The phenom-27 and marksman micro catheters are compatible for use with the pipeline flex device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.